Event description:
A manufacturer representative (rep) reported the battery would not clear the impedance check after cleaning the lead multiple times and reentering so a different battery was used. The rep stated the patient was not aware of the malfunctioning implantable neurostimulator (ins). The rep added the lead was removed from the battery 4 times and cleaned the lead. The rep also stated they made sure the blue was all the way through and the contacts lined up. The rep added there were no led lights in the room to interfere. A new battery was used and all impedances cleared and were working well. The indication for use is unknown.

Manufacturer narrative:
Analysis of the ins, (B)(4), found there were no anomalies present.

Event description:
No new additional information received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported the device was never implanted because of impedance issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.